Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high and that she had issues with no delivery alarms. The blood glucose reading was 500 mg/dl. The no delivery alarm was a past issue which occurred with a different infusion set. The customer treated with the insulin pump. The drive support cap appeared normal. Insulin did exit with the manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The date and time were correct. The bolus wizard settings were correct and the customer stated that the basal rates looked correct but felt there should have been more rates there than what was seen. The bolus history displayed all entries based on the customer's recollection. The customer was unable to perform the high pressure test. She was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.